Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A sheath and stylette were partially loaded on the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the proximal right coronary artery (rca). There was no damage noted to the packaging. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that the stent failed to cross the lesion. Another stent was used to complete the procedure. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.